Event description:
This patient was seen for a 90-day follow up. The patient complained that the pacemaker was very uncomfortable and it feels like it isn't inserted properly. Patient complains of a burning sensation. No interventions noted per clinic note. Patient will be re-assessed in approximately two months.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.